Manufacturer narrative:
Visual inspection revealed that the duckbill one-way check valve of the left vent valve had prolasped. This likely occurred because the perfusionist pumped in reverse against the one-way valve. An over-pressure relief band on the side of the left vent valve relieves pressure if the left vent valve is installed in the pump backwards. Testing of the returned valve and other valves in stock revealed the over-pressure valve does relieve pressure before the one-way valve will prolapse. However, there is a limit to the amount of flow the over-pressure can accommodate. When that limit is reached, the one way valve will prolapse. The pressure created before the valve prolapses is well in excess of that where the over-pressure band relieves pressures. This indicates that the returned valve was hit by a significant flow rate from the pump to overcome the over-pressure band. It appears the left vent valve functioned properly but clinical circumstances led to its failure.

Event description:
During the procedure the left vent valve did not block flow when the pump loop line was placed in the raceway backwards. This caused air to be pumped retrograde past the valve and up the vent line to the heart. This condition was remedied. There was no patient detriment.